Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed alert 38 indicating a motor stall, which was verified in device history; the device was restarted per instructions, but the alert recurred after restart and the ilet was replaced, with education provided on backup insulin therapy and shutdown. Symptoms included hyperglycemia with a reported peak glucose of 300 mg/dl over approximately 10¿12 hours, without ketone testing, medical intervention, or hospitalization. Outcomes included use of subcutaneous insulin by pen for backup therapy and continuation of cgm via dexcom app or receiver. Investigation included review of device history and guided troubleshooting, including restart and verification of device charge level, as well as assessment of alert timing relative to insulin delivery. Investigation of this device revealed a consecutive motor stall consistent with a malfunction of the pump motor component leading to interrupted insulin delivery. It was concluded that the cause was a device component failure of the motor mechanism.